Event description:
Customer reports the following: "61 years old patient treated for febrile aplasia in the context of acute myeloid leukemia. The patient is receiving hydration via agilia pump on a dual-line PICC line catheter. According to the nurses, the infusion ended earlier than expected without pump alarm. When the pump was opened, the pump segment was found damaged. Blood sampling impossible on the PICC line because it was clogged due to a lack of continuous perfusion. Implementation of a de-clogging protocol (nacl rinsing then heparinized serum). One of the two lines of the PICC line could not be un-clogged." Reporting due to the referenced error (no end of infusion pump alarm); no harm to patient was reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device log history was reviewed and comparison between volumes recorded in log and calculated volumes was compliant, therefore the log history is insufficient to confirm events described in complaint. The reported device was returned to france for investigation. During the visual check, it was found that pumping membrane was very worn and torn, preventing the device to perform correctly. The flow rate accuracy test was carried out, and it was found to be not compliant compared IFU specifications, due to the damaged pumping membrane. Upon device internal check, it was found that the membrane was destroyed, no mechanical issue on inside. Liquid traces were found on bottom, but no boards contamination. The reported event could not be reproduced and no technical cause can be identified compared to the complaint description for overflow and the absence of alarms, because no issue has been observed on these points. In contrary, the device is in under-flow and not in overflow (compared to our specifications) due to a destroyed pumping membrane, which prevents perfect pressing of the tubing set. This complaint is not confirmed and is clearly due to misuse of the device, because of the poor condition of the pumping membrane. This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.